Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer¿s blood glucose. Reportedly, the altitude alarms were cleared by reloading the cartridge.

Manufacturer narrative:
MDR code 3221 and 4114 added.